Event description:
It was reported that during an office inspection the polarstem modular head for (B)(4) was found broken in set.

Manufacturer narrative:
It has been reported that a polarstem modular head for impactor ((B)(6)) was found broken upon investigation. There was no part received for investigation. Furthermore there was no batch number communicated. The modular head ((B)(6)) is designed to impact a ball head on the polarstem taper. It is therefore subjected to repeated impact forces. Additionally, repeated steam sterilization processes could contribute to an embrittlement. It is however unknown for how many cycles this instrument has been used. A functional test simulating 5 years of use was performed. No breakages could be reproduced. How exactly the device in scope is damaged or broken cannot be determined, as the part was not returned. Therefore the failure mode cannot be confirmed. The root cause stays undetermined after investigation, due to insufficient information.nonetheless, in combination with our continuous effort to improve our products, design changes have been implemented to enhance the mechanical behaviour of this device. Smith and nephew will continue to monitor this device for further similar issues.